Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an inaccurate fill estimate was received. There was no reported adverse impact to the customer's blood glucose level. During a follow-up call, the customer declined to troubleshoot as the inaccurate fill estimate issues were not currently being experienced.